Manufacturer narrative:
Section h: the device was evaluated and an erroneous pacing leads off message was observed. The pacing/interconnect printed circuit board was replaced and proper operation was observed. The device was returned to the customer for use.

Event description:
Hosp personnel were attending to a pt in third degree heart block. An attempt was made at externally pacing the pt initially using pacing/defibrillation/ECG electrodes and allegedly the device continuously displayed pacing leads off and would not start pacing. The operator checked all connections and could not discern a reason for the message. The adapter and electrodes were replaced with standard pacing electrodes and pacing cable and treatment to the pt continued. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.